Event description:
Ambulance personnel were attending to a patient, condition unknown. An attempt was made at monitoring the patient's ECG and allegedly the screen displayed an erroneous leads off and a flatline. There were no adverse effects to the patient reported as a result of the alleged malfunction.